Event description:
A customer received a minor laceration on their finger from the slide discard chute while performing maintenance on a vitros 5,1 fs chemistry system. This area of the vitros 5,1 may contain biohazardous material. There was no immediate harm to the operator as a result of this event.

Manufacturer narrative:
The following information appears in the vitros 5,1 instructions for use: bloodborne pathogens, observe universal precautions following the osha bloodborne pathogens standard and the cdc/nih and who (world health organization) guidelines at all times when dealing with blood or body fluid and contaminated equipment. In the maintenance section of the vitros 5,1 instructions for use, labeling states: assume that all used equipment is contaminated with potentially infectious biological material. This labeling also provides further instructions regarding specific precautions. No treatment has been initiated. The operator flushed the cut with water. Proper personal protective equipment (gloves) were not being worn at the time of the event. Ocd field service has investigated and addressed the discard chute edges to prevent future issues.